Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst ¿ ndr: unable to observe as it is not related to the device. Additional observations: encapsulation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported unknown event with unknown side device and later reported rupture on the left side. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.

Event description:
Healthcare professional reported unknown event with unknown side device and later reported rupture on the left side. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification). Cyst-ndr: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported unknown event with unknown side device and later reported rupture on the left side. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.

Manufacturer narrative:
Continued: h6- f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown event with unknown side device and later reported rupture on the left side. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.